Event description:
On (B)(6) 2012, pt reported experiencing elevated blood glucose levels while using the infusion device. Pt stated, his blood glucose level has been as high as 230 mg/dl. On call back, pt alleged the infusion device was not delivering the insulin as programmed on the infusion device. Pt reported, he has experienced elevated blood glucose levels over 200 mg/dl since (B)(6) 2012. Pt's normal blood glucose range is less than 150-160 mg/dl. Pt treated his elevated blood glucose levels with syringes which he administered himself. No medical intervention was reported. Pt stated, the injections reduced his blood glucose to his normal range. Pt reported, the infusion device did not display any error or alert. Pt stated, the infusion set and infusion set tubing had been in use for 3-4 days of use. Had pt disconnect from the infusion device and deliver a bolus; no insulin came out of the infusion set tubing. Pt is unsure of what his normal daily insulin intake should be but had been delivering more boluses than normal to attempt to correct his elevated blood glucose levels. Assisted pt in switching to backup infusion device. On call back on (B)(6) 2012, pt verified the issue began on (B)(6) 2012. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device, infusion set, adapter and insulin cartridge for eval.